Event description:
It was reported that an unknown pump issue was alleged; specified as a suspected pump overinfusion, the expected volume was 7.3 ml, and 7 ml was aspirated. Additionally, an unknown product issue was alleged with regard to the catheter. The patient showed overdose symptoms, and the patient experienced less than 50% therapy relief. Medical intervention by the physician on (B)(6) 2014 included, reprogramming the pump at minimum flow and the decision to monitor the patient in the hospital. It was noted that eri (elective replacement indicator ) was 73 months, and the last refill was on (B)(6) 2013; with the same concentration and dose of the baclofen. It was unknown if any diagnostic testing or troubleshooting was performed. As of the date of the report, the pump and catheter remained implanted and in service, and the patient was alive with no injury. The pump was being used to deliver baclofen 1000 mcrgr/ml at 120 mcrgr/ml. It was further reported that the previously reported overdose symptoms were hypotonia and drowsiness. The patient was to follow up in september.

Manufacturer narrative:
Concomitant product: product ID 8780, serial # unknown, implanted: (B)(6) 2013, product type catheter. (B)(4).